Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported a crack near the battery compartment and the act button was not working properly and has to be pressed with a nail just in the right spot for it to respond. The device will be returned for analysis.